Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, date of implant (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high/undefined pacing impedance and was found to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.